Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b7, d4, g3, g6, h2, h6, h10. This supplemental emdr represents the ventralex mesh (device 1). An additional emdr was submitted to represent the ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with epigastric and umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1 and 2). Per op notes, ¿a vertical incision was made over the palpable mass in the epigastrium superior to the umbilicus region. The underlying protuberant cystic structure was identified and reduced. A ventralex mesh (device 1) was placed and secured on either side with sutures. Umbilicus defect was identified and a curvilinear incision was made. The hernia was identified. A ventralex mesh (device 2) was placed and secured with sutures.¿ on (B)(6) 2022 - patient was diagnosed with small bowel obstruction thereby underwent robotic assisted laparoscopic repair. Per op notes, ¿small bowel was noted be distended with multiple loops of small bowel noted to be hyperemic and adherent to a previous mesh (device 1 and 2) in the anterior abdominal wall. Collapsed small bowel was noted distal to one of these adhesion points. The small bowel was released from the mesh and anterior abdominal wall. Two point serosal injuries were noted and primarily repaired with sutures.¿